Event description:
It was reported that the bur broke off inside the attachment during a procedure. The bur fell into the surgical site and was retrieved with forceps. There were no adverse consequences and no medical intervention required. The procedure was completed with another device.

Manufacturer narrative:
The drill attachment was returned to the MFR, and the complaint was confirmed. Based on the device eval, a broken bur was found within the drill attachment. The cause of the bur breakage is unk. The device could not be repaired and therefore was not returned to the user facility.